Event description:
The customer reported the pink probe of the ultrasonic gastrovideoscope was cut. The customer also requested the bending section and universal cord be checked. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: bending section cover or distal sheath rubber glues separated; insertion tube worn out near bending section cover or distal sheath rubber glue; bending angulations out of specifications. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to user mishandling. Olympus will continue to monitor field performance for this device.